Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. Upon visual inspection epoxy on the cannula was observed; therefore, the incident can be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. Based on the investigation the probable root cause could be that the rack toppled after the lift up unit. The toppling caused the uncured epoxy to be stain onto the conveyor surface. Epoxy on the conveyor caused unevenness on the surface which resulted int the subsequent rack to be prone to toppling easily. Any rack topple may result in uncured epoxy to be transferred to the subsequent production on the rack. The production technician could have failed to remove the affected neighboring rack and also clean the conveyor surface.

Event description:
It was reported that white foreign matter was found on the syringe 1ml ls 25ga 5/8in chin graphics before use while still in the packaging. The following information was provided by the initial reporter, translated from chinese to english: "when the product was inspected before the package was opened, there was white emulsion foreign matter on the tip of the needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found on the syringe 1ml ls 25ga 5/8in chin graphics before use while still in the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the product was inspected before the package was opened, there was white emulsion foreign matter on the tip of the needle."